Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they didn't think it was working too great. When asked to clarify, they stated they didn't feel stimulation and their symptoms had been getting worse. Caller reported they were unable to make it to the bathroom. Caller stated they thought they had uti's, but didn't know half of the time. Patient clarified uti's were a symptoms they experienced prior to the implanted device. Patient was able to sync using their programmer, it was confirmed that stimulation was on program 2 at 2.1v and could not feel stimulation. Caller increased stimulation and was able to feel stimulation at a comfortable level. Caller was redirected to their healthcare provider if symptoms persisted following program adjustment.

Manufacturer narrative:
Should have reported "other" rather than "intervention required." If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who indicated that they were not feeling stimulation and that they were given medication which they had been taking for about 3 weeks. The patient further indicated that they have a follow-up appointment with their healthcare provider (hcp) . During the call the patient's ins was checked and stimulation was found to be turned on and set to 3.2 on program 2. The caller then indicated they had a return of urinary symptoms in that they were going quite a bit and had a uti starting about the same time. The caller indicated that these issues started about a month prior to the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who didn't know what the circumstances that led to the lack of stimulation, urinary tract infection (uti), and symptom return were. The step taken to resolve the lack of stimulation, uti (not device/therapy related), and symptom return was the patient increased stimulation. The lack of stimulation, uti, and symptom return have not been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was having a return of symptoms because she would have to go to the bathroom but wasn't making it there and was leaking. The patient didn't know what was going on in she was just not doing well, but that when she stood up the urine would just run out. The patient noted that in the past when she had the same issue with a return of symptoms she adjusted her therapy and the issue resolved, but now she was having a return of symptoms. Troubleshooting attempts were made and the patient programmer showed stimulation was on and the patient was on p3 at 1.5v. The patient mentioned that she didn't know which program to change to and understood that the health care professional (hcp) would know the best program to change to, but she said she wanted help changing to a different program. The patient changed to p4 and increased to 2.2v. The patient confirmed feeling stimulation in the correct area and the patient was redirected to their hcp if the problem did not resolve. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that, starting about 3 weeks ago in (B)(6) 2017, the patient had a loss of therapy and ¿couldn't hold their bladder.¿ they also reported that they were worried that they were having another uti. They stated that ¿sometimes they had trouble with utis in the past, and had to take pills.¿ it was noted that they didn't remember when, but it was 3 or 4 months ago. They had contacted their healthcare provider with this concern, and the healthcare provider had redirected them to the manufacturer. Troubleshooting showed that stimulation was on, at 2.0v. Stimulation was increased to 2.1v, and the patient felt stimulation, so they were going to try that setting. It was recommended that they follow up with their healthcare provider if their symptoms did not resolve. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.